Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure as the patient was hospitalized and balloon angioplasty was performed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.5x23mm xience prime stent was successfully implanted in the mid right coronary artery (rca) lesion. In (B)(6) of 2016, the patient was hospitalized with chest tightness and drug eluting balloon angioplasty was performed in the mid rca. Reportedly the stent remained patent. The event resolved without sequela and the patient was discharged from the hospital. There was no device malfunction reported. Per physician, the event was possibly related to the device. There was no additional information provided regarding this issue.